Manufacturer narrative:
The device was not returned to the manufacturer for evaluation. The device's event log was reviewed in the police station by a representative of the manufacturer.

Event description:
The manufacturer received information alleging a patient expired while using a ventilator. According to the reporter of the event, the patient's father heard the ventilator alarming at approximately 06:30 local time. The patient's sister, who is a nurse, called an ambulance and began cardiopulmonary resuscitation. The patient later expired in an emergency ward. The ventilator was taken to a police department. Based on the available information, a closed suction catheter adaptor, which was being used in conjunction with the patient circuit, became disconnected from the patient. The ventilator's event log confirmed the device began alarming at 03:29 local time and continued to alarm until the device was turned off at 06:30 local time. The ventilator is currently in the possession of the police department and it is unknown if the device will be returned to the manufacturer for further evaluation. The available information indicates the device operated and alarmed as designed in the event of a circuit disconnect condition. There is no allegation of device malfunction at this time. Based on the available information, the manufacturer concludes the ventilator did not cause or contribute to the reported event.